Event description:
Report received of an over-delivery. The pt was receiving an unspecified amount of normal saline on the primary line at a rate of 30ml/hr and 250 ml of arac (chemotherapy agent) on the secondary line at a rate of 11 ml/hr. The pump was programmed in the concurrent mode. In 2003 at 1445, the arac solution was initiated at a rate of 11ml/hr. Reportedly, at 2400, the night nurse noted that the bag of arac was empty and the door on the pump was open. The IV tubing was reportedly clamped and the outlet regulator valve on the back of the cassette was closed. The pt's family was in the room and the nurse queried as to who had opened the pump door; however, no info was provided. The nurse attempted to review the pump parameters and the pump alarmed malfunction 73. It was reported that the pt had received 250ml instead of the intended 100ml in 9 hours. The doctor was notified. The chemotherapy treatment was discontinued. The pt was reported as "fine" and did not experience any adverse sequelae. Though requested, there was no further info available.